Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for a faraview procedure to treat persistent atrial fibrillation. During the procedure, the physician noticed some air bubbles in the sheath and blood leakage from the valve. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis.

Manufacturer narrative:
B5: describe event or problem - updated with additional narrative. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for a faraview procedure to treat persistent atrial fibrillation. During the procedure, the physician noticed some air bubbles in the sheath and blood leakage from the valve. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis. It was further reported that the air leaked from the sheath and no air was noted in the patient. Pressure bag method was used to irrigate the sheath with a flow rate of 1ml/min. The fluid leak was noted from the proximal end of the handle. The air bubbles and fluid leak occurred at the beginning of the case, prior to introducing the farawave nav catheter into the sheath.

Event description:
It was reported that faradrive steerable sheath clear was selected for a faraview procedure to treat persistent atrial fibrillation. During the procedure, the physician noticed some air bubbles in the sheath and blood leakage from the valve. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath was returned for analysis. It was further reported that the air leaked from the sheath and no air was noted in the patient. Pressure bag method was used to irrigate the sheath with a flow rate of 1ml/min. The fluid leak was noted from the proximal end of the handle. The air bubbles and fluid leak occurred at the beginning of the case, prior to introducing the farawave nav catheter into the sheath.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no outer abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.